Event description:
On (B)(6) 2012, it was reported that a patient was called to a surgical procedure to check a quad lead. If there was an issue it was to be replaced with a different manufacturer's lead. The patient stated she had a partial device from this other manufacturer that was not "quite working as well with the total manufacturer system." Additional information received on (B)(4) 2012 reported that the manufacturer's lead was connected to a different manufacturer's implantable device. A pre-op x-ray determined that the lead had migrated. The manufacturer's lead was therefore replaced with the other manufacturer's lead.